Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by the reporter. Date of explant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on an unknown date to revise a broken 3.5mm locking compression plate (lcp) superior clavicle plate and treat non-union. The initial surgery was performed on (B)(6) 2015 to correct a clavicle fracture. Approximately nine months later the patient went to the hospital due to pain at the surgical site. X-rays were taken and non-union was discovered along with a breakage of the 3.5mm lcp clavicle plate. The revision surgery was planned and performed on a later unknown date. The complained device was removed and found to be broken into two pieces. It was not reported that the plate was broken at the plate hole. The patient remained in good condition post-surgery and there were no surgical delays reported for the revision surgery. This report is 1 of 1 for (B)(4).